Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure switch was replaced to resolve the issue. A: no patient information to date after calls to customer 03/29/2023 and 04/05/2023. H4: date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.